Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During preventive maintenance at customer site, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure). Also observed presence of oil in the glycol.

Manufacturer narrative:
During preventive maintenance at customer site, on (B)(6) 2019, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:06 (ce post failure). Also observed presence of oil in the glycol. The system was received in zoll san jose for further investigation and the issue was confirmed during the event log review. The cooling engine was replaced to remedy the re-occurrence of tcmid:06 error message. Upon visual inspection, observed missing cold well cap, cracked cover deck, and presence of oil mixed in glycol due to leaking ce (cooling engine) refrigerant. The cold well cap and the top lid were replaced to remedy the issue. The thermogard xp ivtm system passed the initial functional testing and the event log review showed occurrence of tcmid:06 (ce post failure) on the reported event date. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm system with serial number (B)(4).